Manufacturer narrative:
H6: code 22 - according to the gore® tag® conformable thoracic stent graft instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: deployment failure.

Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system, tgmr373720e/20697751 was not returned to gore. Therefore, and engineering evaluation could not be performed. Also, and at this time, no images could be provided by the physician because the hospital has a very rigid data privacy policy. The reason for the secondary deployment line (sdl) locking up during deployment cannot be determined with the currently available information.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on an unknown date in 2001, this patient was treated with a gore® tag thoracic endoprosthesis for an aneurysm of the descending thoracic aorta. On (B)(6) 2019, an endovascular reintervention was performed and the gore® tag thoracic endoprosthesis was relined to treat a suspected hygroma located at the level of the previous thoracic aneurysm. Reportedly, there was a 3 cm aneurysm sac diameter increase due the hygroma over the past two years. During the reintervention on (B)(6) 2019, it was planned to implant two gore® tag® conformable thoracic stent grafts with active control system with a tgmr373720 component distally and a tgmr404015 proximally. No issues were reported during initial deployment of the tgmr373720e component to intermediate diameter. When initiating secondary deployment to full diameter however, resistance was felt when the deployment line was pulled. Although the entire line was pulled, the device would only open up to full diameter from its distal edge for approximately a third of its length. The deployment line did not appear to have been broken. Also, there were no anatomical particulars that were thought to have contributed to the partial deployment. The physician decided to proceed with the implant of the proximal device and passed the tgmr404015e component through the partially opened tgmr373720e endoprosthesis. No deployment issues for the tgmr404015e graft were reported but it also opened only partially as its distal portion was constrained by the tgmr373720e device. Using a gore® tri-lobe balloon, the physician dilated the tgmr404015e component from its bottom along the entire length which resulted in a complete opening of both devices. The final result showed full functionality of both tgmr components and complete relining of the previous implant. The patient tolerated the procedure.